Manufacturer narrative:
This pt was randomized to the bare metal arm of the study. Pci was performed on a lesion in the mid left anterior descending artery with a cordis bare metal stent of unk size. Residual diameter stenosis measured 19%. Timi iii flow was recorded post-procedure and there was no dissection noted. Intra-procedure medications included abciximab. Post-procedure medications included aspirin and clopidogrel. Approx three months later, the pt was admitted to the hosp for retrosternal chest pain with anterior st depression (lateral leads). A repeat angiogram revealed 95% in-stent restenosis of the lad stent. Revascularization was done with a cutting balloon and brachytherapy. The procedure was successful and the residual diameter stenosis measured 0%. Core lab findings indicated that the pt was admitted for recurrent angina without a functional ischemia study, which revealed 70% in-stent restenosis. Eptifibatide was also administered. The pt was discharged on the same day. Please note that this cordis bare metal stent with unk catalog number beginning with vr and an unk lot number, is not distributed in the united states. However, it is similar to the us distributed bare metal stent beginning with the catalog number vx. It is also not available for testing and eval. This male experienced restenosis of a bx velocity stent that was implanted as part of the study. Restenosis is a potential adverse event associated with coronary artery stenting. Medical history was not provided. During the index procedure, one bx velocity was placed in the pt's lad without complications. Few clinical details were provided; as reported, timi iii was maintained and 19% residual stenosis remained. The pt was discharged on asa and plavix. Three months later, he was readmitted with unstable angina; it was reported that he had started smoking again. Angiography identified restenosis in the previously stented segment, which was treated with cutting balloon dilatation and brachytherapy. The pt remained stable and was discharged the same day. The product was not returned for eval; it remained implanted. A review of the mfg records could not be done without a lot number. With the limited info provided, it is not possible to determine with any certainty, what caused the restenosis; however, multiple pt or procedural factors may have contributed to this well-known event.

Event description:
As reported by the study, three months after percutaneous coronary intervention (pci) with a cordis bare metal stent, the pt was hospitalized with recurrent chest pain and an angiogram revealed in-stent restenosis of the previously implanted stent.